Event description:
A customer contacted baxter's (B)(4) to report receiving a reload set 200 alarm with the homechoice (hc) machine during self testing. The technical service representative (tsr) had the home patient (hp) cycle power, then check the cassette and grey membrane for tears and debris. The hp stated the cassette was leaking. The hp would restart set up with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported leak. The hp stated she removed the cassette from the cycler and saw that the cassette was leaking. She could not tell if there was any damage to the cassette. The hp stated she discarded the sample and did not know the lot number. The hp was able to resume therapy with new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.